Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator then passed 64 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that a patient passed away while on the ventilator. There were no allegations of the ventilator causing any problems at this time. The customer was unable to provide any additional information regarding this event.